Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, the cap of the first device was pulled off of the obturator and the balloon of the second device was ripped off. The surgeon opened a new balloon to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the valve seal, trocar balloon, dissector balloon, lock collar and obturator appeared intact. The inflation syringe was received. The insufflation bulb was not received. A functional evaluation found that the dissector balloon was inflated using a test insufflation bulb, no leaks detected. The dissector balloon delated properly. The trocar balloon was inflated, no leaks detected. The trocar balloon deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.